Event description:
Literature was reviewed regarding ¿endovascular aortic repair in patients with marfan and loeys¿dietz syndrome is safe and durable when employed by a multi-disciplinary aortic team¿. The aim of this study was to report on mid-term outcomes after endovascular aortic repair (evar) in patients with marfan (mfs) or loeys¿dietz (lds) syndrome. 39 patients underwent an evar procedure. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic endurant, medtronic talent and medtronic valiant. Non mdt stent grafts were also implanted in the patient population. The following adverse events occurred: blood loss, stenosis, infection, aneurysm expansion, dissection, occlusion, intervention

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic repair in patients with marfan and loeys¿dietz syndrome is safe and durable when employed by a multi-disciplinary aortic team  nucera m, kreibich m, yildiz m, berger t, kolb rk, kondov s et al european journal of cardio-thoracic surgery 2024; 65(3), ezae069. Doi:10.1093/ejcts/ezae069. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.